Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue and resumed insulin was resumed.